Manufacturer narrative:
Due to character limitation, below field are added from e1: event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
User called into emergency support program line to request and report issue during use intra aortic balloon (iab) had high augmentation. There was no harm or injury reported.